Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified coronary artery. A 5.0mm x 40mm x 40cm sterling balloon catheter was advanced for dilation. However, during first inflation at nominal pressure, the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient complications reported. Patient was in good condition.

Manufacturer narrative:
Initial reporter city: (B)(6).